Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding hair on insert involving a triathlon tibial insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device or its packaging were not returned. -medical records received and evaluation: not performed as the reported component was not implanted and replacement product was immediately available. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that there were no similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because the device or its packaging were not returned and no photographs were provided for review. Therefore, it cannot be determined how or when the hair entered the sterile field.

Event description:
The tibial bearing insert had a tiny hair stuck on top of the bearing insert, so we had to open another one.

Event description:
The tibial bearing insert had a tiny hair stuck on top of the bearing insert, so we had to open another one.